Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-mar-2025, beta bionics was notified that the user experienced a low blood glucose (bg) event on 25-feb-2025, with bg reportedly around 40 mg/dl. Emergency services were called and administered glucose gel and nasal spray. The user was transported to the hospital, treated, and released the same day.